Event description:
After pk dissecting forceps went through decontamination, the wire was noted coming out from the ends of instrument. Reported to team lead and returned to company. Not reprocessed. No patient harm.